Event description:
This lead was an attempted implant on (B)(6) 2011. High acute thresholds were observed in the target vessel. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).